Event description:
The customer reported that an 840 ventilator had a communication error. The ventilator was not in use on a pt at the time the malfunction occured. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui) cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).